Manufacturer narrative:
Device was tested on the bench and no anomalies were found. The cause of the discrepancy in the programmer¿s estimation of remaining longevity was not determined.

Event description:
It was reported that the patient presented to clinic for follow up. The device delivered high voltage therapies twice on (B)(6) 2017. Upon interrogation the implantable cardioverter defibrillator exhibited premature battery depletion .the device was explanted and replaced. The patient was stable post procedure.